Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is in-progress. All information reasonably known as of 25 apr 2022 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
Avanos medical inc. Received a single report that referenced two different incidences, which were associated with separate units, involving two different patients. This is the second of two reports. Refer to (B)(4) for the first report. The nurse reported that during the removal of the 12fr corflo peg tube, while the patient was under anesthesia, the healthcare profession pulled the peg tube out and the ring bumper was retained inside the patient¿s stomach; further intervention was required. No additional information was provided at that time concerning the intervention; no injury was reported. Additional information received on 06-apr-2022 reported that the patient was under anesthesia for an additional 1hour and 15 minutes. Due to the patient being so small they had a difficult time removing the bumper from the stomach; multiple grasping devices were used including: (wv's, snare, and roth net). They were able to successfully retrieve the bumper using a 2nd roth net. The patient was reportedly doing well with no complications noted.

Manufacturer narrative:
The device history record for lot 30137671 was reviewed and the product was produced according to product specifications. All information reasonably known as of 23 may 2022 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.